Event description:
It was reported there was erosion and an infection. The patient was admitted to the hospital because the patient had a "bad" wound infection over the pump and the pump was exposed. The health care professional decided to explant the pump. The patient was maintained on oral baclofen. Patient outcome was unknown as of the date of this report. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted: (B)(6) 2004, explanted:, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had blood, urine, and wound aerobic and anaerobic cultures were taken. No anaerobes were isolated. The patient was (B)(6) for (B)(6) of the wound. It was noted the patient's urine culture was (B)(6) but his blood culture was negative. The urine culture had citrobacter freundii on admission on (B)(6) 2012. The patient was transferred to a long term care hospital on (B)(6) 2012. The pump was explanted on (B)(6) 2012, and the patient recovered "well." The patient was being managed on oral baclofen and as of the date of this report, it was undecided when or if a new pump would be implanted. The patient's last prescription was written for lioresal 2000 mcg/ml at a daily dose of 440 mcg/day.